Event description:
"Sparks" were noted from the bottom of the pump. The pump was programmed to deliver tpn 1600 ml for a duration of 12 hours overnight, with a 1 hour taper up and a 1 hour taper down. No additional programming parameters were provided. At 3:00 am, the patient called the on-call pharmacist to report that while plugged in and infusion, "sparks shot ouf of the bottom" of the pump and "the bottom was very hot." There were no reported adverse patient effects. No medical interventions were required. The device was removed from clinical service. Therapy was resumed using a replacement device at 5:00 pm the following evening. Though requested, no additional information was provided.